Event description:
It was reported that the patient presented to the hospital with bradycardia. Upon investigation, high capture threshold resulting in loss of capture was observed on the right ventricular leadless pacemaker (lp). A microdislodgement was revealed via x-ray. A retrieval procedure was performed, and the right atrial lp was explanted and replaced to resolve the event. The patient is stable.